Event description:
It was reported that prior to the procedure and during preparation of the 3.0 x 33 rx xience prime stent system, it was noted that there was no stent on the balloon. The stent was found inside the yellow protective sheath. There was no resistance removing the protective sheath and no force was applied when removing the protective sheath. A new xience prime stent system was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, return device analysis revelaed that the balloon was loosely folded and filled with contrast. Additional reported information indicates that the device was used in the procedure in the left anterior descending artery. The physician did not realize that the stent had dislodged from the balloon inside the protective sheath until an attempt was made to inflate the stent balloon in the vessel. At this point, the physician realized that there was no stent on the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU also states to remove the protective sheath from the tip prior to delivery system preparation. Based on the information reviewed, there is no indication of a product deficiency.